Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs anchor was coming through the skin. The patient underwent revision surgery on (B)(6) 2014 to reposition and anchor her leads. The physician replaced both leads (electively) and fastened the leads directly to the patient's tissue.